Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 22-aug-2023 h.6. Investigation summary: bd received an opened 22 gauge nexiva single port unit from lot 3087427 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or defect. Next, the unit was tested for possible leakage but no leaks were found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system connector broke from seal at the cap. The following information was provided by the initial reporter: customer has the sample in their office if needed.limited information at this time: customer complained that the nexiva catheter has a broken seal at the cap (end connector) .

Event description:
It was reported that the bd nexiva¿ closed IV catheter system connector broke from seal at the cap. The following information was provided by the initial reporter: customer has the sample in their office if needed; limited information at this time: customer complained that the nexiva catheter has a broken seal at the cap (end connector) .

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.